Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that customer went to the emergency room (ER) and was subsequently hospitalized due to a blood glucose level of 360-361 mg/dl and diabetic ketoacidosis. Customer suspected cause may have been due to the pump not delivering insulin; as the event occurred in the past troubleshooting was not performed. Customer delivered manual injections to address bg prior to the hospitalization. Customer was treated with intravenous fluids of saline and insulin. At the time of the report with tandem technical support, the customer was still admitted to the hospital. A system check was performed and no pump or supply issues were identified. No issues were identified with the infusion set cannula, tubing or the cartridge. Customer was released from the hospital on (B)(6) 2021 with no permanent damage. The customer reverted to alternate insulin therapy.